Manufacturer narrative:
The event date was reported to be (B)(6) 2013. Although the type of valve implanted was unknown, the article states the patients received either a sapien xt or sapien 3 valve. At the time the event occurred both the sapien xt valve and the sapien 3 valve was not sold or marketed in the us, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. PMA for sapien xt is p130009. PMA for sapien 3 is p140031.

Manufacturer narrative:
Additional information was received. At the time the event occurred, [(B)(6) 2013], the device was not sold or marketed in the u.s. By edwards, and was not similar to an edwards device marketed or sold in the u.s. On this basis, this event is not MDR reportable. A corrected supplemental is being submitted.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the cause for the coronary occlusion could not be determined, however, was likely related to patient and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the unpublished article "tavr in low risk surgical patients: a cohort study with a mean follow up of 2 years," 46 patient received a sapien 3 or sapien xt valve. During implant of an unknown sapien valve in the aortic position, the patient¿s left main occluded and a stent was implanted. At the 3 year follow up, the patient was doing well.